Event description:
It was reported that within a couple months of implant, the atrial lead exhibited high impedances and oversensing. The pocket was reopened, and the lead was removed from the device and tested, resulting in normal measurements. The lead was then reconnected and tested once more, where the measurements continued to remain within normal limits. It was determined that there had been a set screw issue which was resolved after reconnection. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2014. (B)(4).